Event description:
It was reported that the device was surgically relocated towards the subpectoral due to an imminent perforation. The device remains in use. The patient is a participant in the optilink heart failure study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The device was included in the field action. Based on incoming information and without the return of the product, it cannot be deter mined if the device acted as described in the field action. (B)(4)